Event description:
Facility wide antigen test was completed at a long term care facility - one of the antigen tests provided a positive result. This individual was not symptomatic and therefore two follow up pcr tests were completed, both of which were negative. FDA safety report ID # (B)(4).